Manufacturer narrative:
Update h6 codes to include results of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the compression and occlusion of the vbx device, was confirmed through evaluation of the provided clinical images. The physician attributed the cause for the device occlusion to the observed compression, but the cause for the device compression, reported approximately 43 months after the index procedure, could not be established with the available information.

Manufacturer narrative:
Late report rationale: it was originally thought the device used in the procedure was a gore® excluder® iliac branch endoprosthesis. An initial report for that product was submitted on-time oct. 15, 2024 (report#: 3013164176-2024-02228) and retracted on dec. 20, 2024 (report#: 3013164176-2024-02228). Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, a patient was treated for an aneurysm in the right iliac artery using an iliac branch endoprosthesis (ibe). Additionally, an 11 mm x 59 mm gore® viabahn® vbx balloon expandable endoprosthesis (gore® vbx device) was implanted in the right internal iliac artery. On (B)(6) 2024 upon review of the CT scans, it was determined that the gore® vbx device in the right internal iliac artery was occluded due to compression. On (B)(6) 2024, the patient had a reintervention. The physician implanted a gore® excluder® aaa endoprosthesis contralateral leg device covering the internal iliac artery and extending the ibe device into the external iliac. The patient tolerated the procedure.